Event description:
A customer contacted stryker to report that their device would not detect ECG rhythm through paddles lead. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer has not agreed to return the device for investigation. The device was not returned. The reported issue could not be verified, and root cause could not be determined.

Event description:
A customer contacted stryker to report that their device would not detect ECG rhythm through paddles lead. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.